Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy. The patient reported a known history of an allergy to copper and skin sensitivities due to other medications. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed bepanthen for the rash. Follow up indicated that the rash improved.